Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2 balloon kyp hoplasty due to compression fracture. It was reported that the balloon got lodged inside the trocar and was unable to be pulled out, the trocar stylet was removed, the inteliflator was removed and the locking syringe was utilized to remove any excess fluid, the whole trocar had to be removed and a new one inserted. Balloon ruptured during deflation. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis:part # k08a : lot # 230283089 visual and optical inspection confirmed the ibt is jammed in the introducer. The ibt appears to have been damaged in the vertebral body causing the balloon to tear and deform while being pulled back through the introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.